Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Additionally, it was reported that while the pump was not being charged, the battery gauge increased from 70% to 100%. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for continued insulin therapy.